Event description:
Information received by medtronic indicated that the customer experienced high blood glucose.  The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer's current blood glucose was 499mg/dl. The customer reported flu, tired and thirst and subsequent hospitalization due to high blood glucose. Customer also reported pump fell down and cracked. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was on auto mode at the time of the incident. No further patient complications were reported. The customer will continue to use the device. The product was returned for failure analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged battery cap/battery cap contact damaged, cosmetic damage located at the case, blank display, possible under delivery, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on case(B)(4), svn#: 000314846595 - customer returned pump for an alleged high bgs found on (B)(6) 2022 and on case(B)(4), svn#(B)(4) - customer returned pump for an alleged transmitter/sensor anomaly and pump/mobile (bluetooth) communication anomaly found on (B)(6) 2021. Unable to confirm battery cap/battery cap contact damage due to pump received without the original battery cap. A test battery cap locks securely into place. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to verify possible under delivery and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found slight corrosion on the pcba1, pcba2 and vibrator/power connector assembly. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. By using a test case, the pump powered up properly and continued testing for self test, currents measurements, download and carelink upload. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends and found bolus delivery of daily total of bolusinsulin delivered: (3.6 u) on (B)(6) 2022 01:09:00.000 normal bolus delivered (220) normal bolusa mount programmed: 8000 (0.8 u) bolusa mount delivered: 8000 (0.8 u). On (B)(6) 2022 14:41:07.000 normal bolus delivered (220) normal bolusa mount programmed: 22000 (2.2 u) bolusa mount delivered: 22000 (2.2 u). On (B)(6) 2022 16:50:39.000 normal bolus delivered (220) normal bolusa mount programmed: 6000 (0.6 u) bolusa mount delivered: 6000 (0.6 u) power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 06:52:00.000. Insert battery alarm was recorded and found in the formatted history file on: 10/04/2022 15:39:38.000 (B)(6) 2022 15:40:21.000 (B)(6) 2022 15:40:41.000 failed batt alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:40:14.000 (B)(6) 2022 15:40:33.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 8:43:59 am. There was no power data available for the date of (B)(6) 2022 at 06:52:00.000. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Blank display was confirmed due to shifted battery tube assembly. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected transmitter/sensor errors or connection anomalies noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected transmitter/sensor errors or anomalies were noted during testing. Pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 11. No pump/mobile (bluetooth) communication anomaly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap/battery cap contact damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the pump case. Unable to verify customer alleged for high bgs and dka. Unable to verify possible under delivery and perform the required testing due to blank display. Unable to upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, continued testing for self test, currents measurements, download, carelink upload and no blank display noted. Customer alleged for possible under delivery was unknown. Transmitter/sensor anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. During visual inspection, found slight corrosion on the pcba1, pcba2 and vibrator/power connector assembly. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged battery cap/battery cap contact damaged, cosmetic damage located at the case, blank display, possible under delivery, visit to emergency room and was hospitalized for high blood glucoses and diabetic keto acidosis found on (B)(6), 2022. Also, on (B)(4), svn#: (B)(4)- customer returned pump for an alleged high blood glucoses found on (B)(6) 2022 and on (B)(4), svn#(B)(4)- customer returned pump for an alleged transmitter/sensor anomaly and pump/mobile (bluetooth) communication anomaly found on (B)(6) 2021. Unable to confirm battery cap/battery cap contact damage due to pump received without the original battery cap. A test battery cap locks securely into place. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to verify possible under delivery and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and found slight corrosion on the electrical board 1 and 2 and vibrator/power connector assembly. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. By using a test case, the pump powered up properly and continued testing for self test, currents measurements, download and carelink upload. The device passed the self test, sleep current measurement and active current measurement. The device was monitored, and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-oct-2022, there was no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered: (3.6 u) october 05, 2022 01:09:00.000 normalbolusdelivered (220) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) october 05, 2022 14:41:07.000 normalbolusdelivered (220) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) october 05, 2022 16:50:39.000 normalbolusdelivered (220) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: october 04, 2022 06:52:00.000 insert battery alarm was recorded and found in the formatted history file on: october 04, 2022 15:39:38.000 october 04, 2022 15:40:21.000 october 04, 2022 15:40:41.000 failed batt alert/battery failed alarm was recorded and found in the formatted history file on: october 04, 2022 15:40:14.000 october 04, 2022 15:40:33.000 earliest power data available per the power management tool/detail trace file is on october 04, 2022 at 8:43:59 am. There was no power data available for the date of october 04, 2022 at 06:52:00.000. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Blank display was confirmed due to shifted battery tube assembly. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected transmitter/sensor errors or connection anomalies noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected transmitter/sensor errors or anomalies were noted during testing. Pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 11. No pump/mobile (bluetooth) communication anomaly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap/battery cap contact damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the pump case. Unable to verify customer alleged for high blood glucose and diabetic keto acidosis. Unable to verify possible under delivery and perform the required testing due to blank display. Unable to upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, continued testing for self test, currents measurements, download, carelink upload and no blank display noted. Customer alleged for possible under delivery was unknown. Transmitter/sensor anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. During visual inspection, found slight corrosion on the electrical board 1 and 2 and vibrator/power connector assembly. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report

Event description:
The customer reported via phone call that they visited emergency room for experiencing high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customer was treated with intravenous insulin drip at the time ofthe hospitalization.